Event description:
It was reported that a patient underwent a sling procedure. During the procedure, the device broke in half. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of one needle was bent.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, one needle was still attached to the guide and the tip of one needle was broken.